Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the etiology was updated indicating the event was not related to the implant procedure.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: va16t24, implanted: (B)(6) 2016, ubd: 01-feb-2019, UDI#: (B)(4). Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the patient had high impedances in their left vim lead of 4107 ohms. The event was considered related to the device/therapy and possibly related to the implant procedure. There were no clinical findings and this was not considered a clinically significant event. The impedances were in range at the next programming session. The event resolved without sequelae on (B)(6) 2017. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the cause of the high impedance was not determined.